Event description:
User facility reported an uneventful novasure endometrial ablation procedure was performed on (B) (6) 2010. While preparing for a laparoscopic sterilization procedure following the ablation, the physician noted a perforation on the left cornua of the uterus and "damage to the fundus". The physician reported these findings may have been due to the laparoscopic procedure but could not confirm as a hysteroscopy was not performed following the novasure procedure. The pt was admitted overnight as a precaution. F/u info revealed that there was "blanching on the fundus" and a "perforation near the ovarian ligament/peritoneum". The pt was discharged on (B) (6) 2010. On (B) (6) 2010, the pt was readmitted "complaining of pain". A laparoscopy confirmed a "small" bowel perforation and a bowel resection was performed. The pt's discharge date is unk. The pt has been seen on f/u and was reported to be "recovering well".

Manufacturer narrative:
Novasure radio frequency controller (rfc) was received on 04/12/2010. The device passed all performance criteria and no abnormalities were noted. Novasure disposable device expected to be returned for eval. (B) (4)